Manufacturer narrative:
H3: product analysis of the nim console found that verified software problem. Unit presented with sw 1.7.5 and ssd card failure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/219417277, UDI#: (B)(4). Product analysis of the patient interface found that the unit was presented with software v1.7.5. There was no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the device seems to have a software issue. Taking about ten minutes to boot up and a long time to power off. It was intermittently working properly. There was no known patient impact.

Manufacturer narrative:
H6: previously applied codes ime e2401, imf f24 and fdc d16 are no longer applicable. G2: health professional as report source is unchecked as the initial reporter was medtronic representative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the device is a trunk stock from the sales representative. There was no patient involved.